Event description:
The company was informed that the recipient's device was explanted due to possible infection. The recipient was not re-implanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section b.5, h.6. Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient was explanted due to non-use. The recipient did report tenderness around the implant site; however, there was no evidence or indication of an infection. The tenderness resolved. The external visual inspection revealed sliced silicone overmold on the top and bottom cover, as well as cut electrode wires in the small tubing. This is believed to have occurred during revision surgery. Photographic imaging inspection confirmed cut electrode wires in the small tubing. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, this device couldn't establish lock. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.